Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was not reported. The patient was treated with a 1 gram injection of vancomycin, intraperitoneal injection of amikacin and 250 milligram tablets and 150mg of syscan once daily (frequencies were not reported). The patient outcome was unknown.